Manufacturer narrative:
Please see MFR report number: 3004209178-2017-18531 for related ins regulatory report.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient had been unresponsive, hospitalized, and had a fall. The patient was unresponsive prior to having the fall. The hcp indicated it was unknown to them whether the symptoms were related to medtronic device or therapy. The caller noted the patient had a head CT on (B)(6) and the "patient was not with it". No further complications were reported as a result of this event.